Event description:
Sales representative reported on behalf of healthcare professional, left side deflated tissue expander. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on the stable base assessed as an unidentified (tear) opening, observed a broken suture tab assessed as surgical damage and observed missing suture tab assessed as inconclusive additional observations:no other observations observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Sales representative reported on behalf of healthcare professional, left side deflated tissue expander. Device has been explanted.